Manufacturer narrative:
The type of pump is unknown therefore the date of manufacture and the serial number is also unknown. If the product information is obtained, the information will be provided in a follow-up report.

Event description:
On (B)(6), the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. The pump¿s serial number is currently unknown. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.